Event description:
User facility medwatch received from cdrh which states "perclose percutaneous arterial puncture site closure device applied after arteriogram resulted in arterial injury and development of infected pseudoaneurysm necessitating urgent vascular reconstruction. Subsequently, the pt developed complications including near exsanguinating hemorrhage, ICU admission and prolonged inpatient hospitalization. Pt is currently disabled due to wound complications." Additional info has been requested from the customer. At present, no additional info has been received as yet.

Event description:
The following additional info was received from the reporter after submission of the initial medwatch: the pt had a cerebral angiogram at another facility where the perclose device was used. The right femoral artery site was reported to have swelling post-procedure, but the pt was discharged home. Three weeks post-cerebral angiogram the pt presented to the reporter's facility with a 102.0f temperature and a painful mass in the right groin. An infected pseudoaneurysm was diagnosed. The pt went to surgery for repair. Two days post-operatively it was reported the "artery blew out and bled, requiring a blood transfusion." The reporter states "the pt was discharged home with disability of pain and inability to use the right leg. The pt ambulates with a walker."

Event description:
User facility medwatch received from cdrh which states "perclosure percutaneous arterial puncture site closure device applied after arteriogram resulted in arterial injury and development of infected pseudoaneurysm necessitating urgen vascular reconstruction. Subsequently, the patient developed complications including near exsanguinating hemorrhage, ICU admission and prolonged inpatient hosptialization. Patient is currently disabled due to wound complications." Additional information has been reuqested from the customer. At present, no additional information has been received as yet.